Manufacturer narrative:
The investigation of the defective feeding tube confirms the reported malfunction of the device. It is partly blocked. The non obstruction 's tests with air and water do not show a full obstruction. Nevertheless a strength was noticed during the injection of the solution. During the visual inspection, we noticed a small ball of not melted raw material. The root cause is an extrusion defect that was not detected during the in process control and during product's control. We could not check the batch history since the batch number is unavailable. We checked our complaint history in the last 5 years, and this is the first complaint of its kind. This is an isolated manufacturing defect.

Event description:
The patient is a two month baby. The nurse noticed a partial obstruction when she was going to administer the feeding solution. The solution flowed slowly with difficulties this malfunction necessitate the withdrawn and the feeding tube replacement.

Manufacturer narrative:
The malfunctioning device will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
The patient is a (B)(6) baby. The nurse noticed a partial obstruction when she was going to administer the feeding solution. The solution flowed slowly with difficulties. This malfunction necessitated the withdrawal and the feeding tube replacement. No patient outcome.